Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that placement difficulty was encountered during left bundle branch (lbb) or conduction system pacing (csp) implantation due to patient anatomy. A perforation was identified during the procedure, and a pericardial drain was placed. As a result, this brady lead was replaced the following day. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.